Event description:
While using a byte day aligners, patient reported that their lower aligner is sharp and protruding and causing irritation and cuts of their lower inner lip. Patient has used ortho wax and filing to stop the cutting and irritation. Provided instructions for filing sharp edges, and gum tissue remedies.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.